Event description:
Info received indicates the bed has no functions working.

Manufacturer narrative:
The tech discovered that the power supply board had signs of fluid ingress. He replaced the power supply board to repair the bed.